Event description:
It was reported that the patient developed an infection. The left ventricular lead was explanted.

Manufacturer narrative:
Review of quality records should have been (B)(4)-2015 rather than (B)(4)-2012. Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.